Event description:
As the svc rep was replacing parts on a system, he found the monitors to be burned out. The svc rep replaced the monitor. No pt was involved.

Manufacturer narrative:
The svc rep replaced monitors and light sensor. He performed a monitor and light sensor calibration. Tested, system operates as intended.